Event description:
It was reported that the customer experienced seizures a few months prior. The customer stated that the insulin pump buttons had been hard to press. She stated that she seemed unable to press them in enough time to prevent a timeout. She was concerned that her blood glucose levels would run low since she had the seizure. She stated later that she thought that she was on her way to the hospital and did not know what to do. She requested assistance linking the sensor with the insulin pump. She reported that she had been up all night trying to get a sensor glucose reading through the insulin pump. The most recent blood glucose reading was 155 mg/dl. Upon inspection, it was found that the sensors she was using were expired. She stated that she did not have access to the insulin pump, since it also alarmed button error. The last blood glucose reading reported was 176 mg/dl. The customer seemed to be unfocused during the call. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.